Event description:
It was reported that the patient presented in the operating room for normal device replacement and lead revision. The atrial lead exhibited noise starting in november 2016 and gradually increased. Fluoroscopy was performed and lead fracture was suspected. The atrial lead was capped and replaced on (B)(6) 2017. No patient symptoms were reported and will be continued to be monitored.